Manufacturer narrative:
The event occurred in hong kong during treatment. It was reported that there was not accurate measurement of pressure readings. The cardiohelp was excluded as the fault by a getinge technician, as it is functioning as intended. The hls set was discarded by the customer. Following patient data was shared: male, 61 years old with 40kgs. No harm to any person has been reported. The affected cardiohelp device was investigated in complaint 1497925 (mfg report number 8010762-2026-0000152). No fault of the cardiohelp device could be confirmed. The getinge technician did not found any fault on the device. The cardiohelp is functioning as intended. New information was received on 2026-04-17 that the hls set was not replaced during treatment. The lot number of the hls set is not available, as the customer did not recorded it. The hls set pressures were zeroed during priming, while no liquid was within the system. There was no visual defect on the set. The hls set was primed on 2026-02-24 and the incorrect pressure reading was discovered on 2026-03-17. The hls set was further used till it was disconnected on 2026-03-23. The hls set was connected to the patient on 2026-02-24. As a pressure reading issue, can lead to a pump stop, if the intervention was set by the user, a report is required. The root cause remains unknown, as the affected product was discarded by the customer. However, a medical consultation was performed by getinge medical affairs with following conclusion:"1.potential root causes: based on review of the complaint narrative, cardiohelp system log data, and available device-related information, several potential root causes were evaluated. The log analysis demonstrates stable pump performance and consistent system status values throughout the available recording period, without evidence of unintended pump stop, system reset, abnormal alarm behavior, or pressure signal loss. In addition, on-site functional testing performed by a getinge technician confirmed that the cardiohelp device and pressure cable were operating within specification. Given that the reported observation was limited to an incorrect pressure value without corroborating system evidence, a use-related or procedural influence on pressure measurement of the hls set is considered the most plausible potential root cause. According to the instructions for use (IFU) for the hls set used with cardiohelp, inaccurate or implausible pressure readings are may be attributed to non device intrinsic factors affecting the pressure measurement pathway. The IFU highlights, either explicitly or implicitly within warnings and setup instructions, the following potential root causes: pressure sensor zeroing conditions:the IFU specifies that pressure sensors must be zeroed to atmospheric pressure under defined conditions before clinical use. Zeroing performed while residual pressure is present in the circuit, while the sensor is not at atmospheric reference, or when air is not completely removed from the pressure line may result in a persistent offset of the displayed pressure value. Such an offset may remain stable over time and may not necessarily trigger a system alarm. Presence of air, fluid, or contamination in the pressure line: the IFU warns that air bubbles, moisture, condensation, or blood residues within the pressure dome or pressure tubing can dampen, distort, or shift the transmitted pressure signal. This may lead to incorrect pressure readings while the extracorporeal circuit and pump operation remain otherwise unchanged. Mechanical influences on the pressure line:the IFU notes that kinking, compression, tension, or improper fixation of pressure tubing can influence the pressure signal. Transient or persistent mechanical effects may alter the measured pressure without representing the actual circuit pressure, particularly if the tubing is manipulated during patient care. Incorrect connection or handling of pressure interfaces: improper connection of pressure lines, incorrect seating of pressure domes, or handling of the pressure cable interface during setup or clinical use are described in the IFU as potential contributors to inaccurate pressure display. These conditions may not necessarily result in loss of signal or system fault messages but may affect measurement accuracy. As the hls set was discarded by the customer and no lot number or physical product was available for analysis, material-related or component-specific causes could not be further investigated and therefore cannot be conclusively confirmed or excluded. Overall, the available evidence supports a use-related or procedural factor rather than a device-related malfunction as the most likely explanation for the reported incorrect pressure display. 2. Potential risk: from a medical perspective, inaccurate pressure measurements during ECMO support may theoretically compromise adequate monitoring of circuit resistance and pressure gradients, potentially delaying identification of conditions such as tubing kinking, increased oxygenator resistance or partial obstruction within the extracorporeal circuit. In addition, depending on user-defined alarm settings, implausible pressure values could lead to unnecessary alarms or inappropriate clinical interventions, including changes in pump operation. In the present case, however, the log data do not demonstrate pressure behavior consistent with an acute hazardous situation, nor do they show alarm-triggered pump stops or other system reactions that would indicate a clinically relevant risk. Furthermore, no adverse clinical outcome or patient harm was reported in association with the event. 3. Conclusion: based on the available information and the review of the cardiohelp log data, there is no objective evidence of a cardiohelp system malfunction or a clinically relevant device failure during the reported treatment period. The reported incorrect pressure value could not be substantiated by system data and is most consistent with a use-related or procedural influence on pressure measurement of the hls set, such as pressure sensor zeroing conditions, or handling-related factors. As the hls set was discarded and no lot number was available, further technical investigation was not possible. From a medical standpoint, the event represents a potential monitoring deviation without observed clinical impact, and the overall risk to the patient is assessed as low, with no apparent harm." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. A device history review and review of scrap, rework, enhancements and design changes could not be confirmed, as the lot number of the hls set is not available. The customer did not recorded it. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issues" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in hong kong during treatment. It was reported that there was not accurate measurement of pressure readings. The cardiohelp was excluded as the fault by a getinge technician, as it is functioning as intended. The hls set was discarded by the customer. Following patient data was shared: male, 61 years old with 40kgs. No harm to any person has been reported. The affected cardiohelp device will be investigated in complaint (B)(4) (mfg report number 8010762-2026-0000152). As a pressure reading issue, can lead to a pump stop, if the intervention was set by the user, a report is required. Complaint ID (B)(4).